Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and dyspareunia. It was reported that patient underwent robotic sacral colpopexy, cystoscopy, and lysis of adhesions on (B)(6) 2012 l due to grade four cervical stump prolapses. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with tah and cystoscopy due to dub.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure (B)(6) 2006 meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures ash/bso, a&p repair and vaginal vault suspension due to sui, vaginal bleeding and prolapse. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and dyspareunia. It was reported that patient underwent robotic sacral colpopexy, cystoscopy, and lysis of adhesions on...

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures ash/bso, a&p repair and vaginal vault suspension due to sui, vaginal bleeding and prolapse.